Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported elevated blood glucose (bg) levels between 400-600 (mg/dl) and diabetic ketoacidosis. Boluses were delivered to address bg levels; however, customer reports their bg levels remained elevated. During troubleshooting with tandem technical support, it was indicated that the occlusion was possibly at the infusion site. The customer declined any further troubleshooting.